Event description:
It was reported that during a rotator cuff repair, the tip of the scorpion needle broke in the patient and was not retrieved. The case was completed with no further issues. An x-ray was performed after the case and the tip was located in the soft tissue but was not able to be retrieved. The patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The complaint device has a broken needle point. The mating part (instrument) used in the event was not returned. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.